Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 428 mg/dl at the time of incident. The customer's blood glucose was 470 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that they did not find air bubbles and leaks. The customer was unable to continue troubleshooting at the time of call. The insulin pump will not be returned for analysis.